Event description:
It was reported to st jude medical that the lead was replaced due to noise. The pt received several shocks due to noise. In addition both r wave and the pacing lead impedance dropped.